Manufacturer narrative:
(B)(4). One sample was received for evaluation against the reported condition of a leaking device. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: (one end of the set was connected to a non-baxter product. It was not specified whether this end was the same end that was cracked). Visual inspection identified the crack on the male luer lock adapter. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one high flow rate extension set had a crack at the connection hub, around the base of the connection to the patient. The drug that was being administered was normal saline. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.